Event description:
Event description cpi received information that this patient's implantable cardioverter defibrillator (ICD) and transvenous defibrillation system exhibited oversensing. The physician elected to reprogram the duration of the ICD and monitor the patient. On 9/16/97, the physician noted that the oversensing had not resolved and performed an invasive procedure to evaluate the system. The physician noted a break in the lead at the point where the rate sensing portion of the lead connects to the ICD. The physician elected to replace the entire transvenous defibrillation lead.